Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on may 2015 by the physicans sports med journal ¿results of acl reconstruction with tibial retroscrew fixation: comparison of clinical outcomes and tibial tunnel widening.¿ the study reviewed 59 patients and identified acl/pcl instability requiring revision with bioabsorbable interference in 5 patients during the 2-year follow-up period. Ref: cohen sb, pandarinath r, o'hagan t, et al. Results of acl reconstruction with tibial retroscrew fixation: comparison of clinical outcomes and tibial tunnel widening. Phys sportsmed. May 2015;43(2):138-42. Doi:10.1080/00913847.2015.1008380.